Manufacturer narrative:
Date sent to the FDA: 01/29/2016. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/22/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open umbilical hernia repair procedure on (B)(6) 2015 and mesh was used. During the procedure, the device was deployed into the defect. The surgeon pulled up on the straps and the strap separated from the device. There was no additional stress put on strap to make it separate from device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One actual strap was returned for evaluation. The mesh was not returned. The sample returned showed a strap with broken off appearance at the loadring. Manipulated marks of the suture loop to facilitate proper positioning of the patch are visible. The cause for the breakage could not be clarified based on the returned single strap. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.